Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient representative reported "breast pain that radiates throughout the body", ¿swollen lymph nodes¿, "numbness and tingling in the extremities¿, "chronic exhaustion, fatigue and weakness", "rheumatoid arthritis", "constant pain in fingers, hands and knees", she can hardly walk and is dependent on a walking aid, constant pain, which is why she is still dependent on opioids and cortisone", "significantly enlarged, conspicuous lymph nodes, three of which contain siliconoma", "a tumor marker is elevated, and lymphoma is suspected" and "no bia-alcl diagnosis has been reported¿. Later patient representative reported "clearly abnormal lymph node on the axillary¿. This record is for the left side. Device was explanted.